Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during two consecutive routine hemodialysis treatments which could not be resolved by the operator. Rinseback was not completed as directed by facility or due to clotting of the circuit, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to air in the extracorporeal blood circuit not removed by the operator as instructed in the user's guide. The disposable cartridge's were not available for eval. The exact cause of the air alarms could not be determined. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.